Event description:
(B)(6) field nurse reported that pt was working with the pump today and the tubing was being primed by the pump. The pump spontaneously restarted and had los its previous programming. No other information known. Dose or amount: 23ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6)2017 to ongoing. Diagnosis or reason for use: pah.